Event description:
Reported by the complainant as follows...a male admitted in 2008 with dehydration; uti; diarrhea and a wbc count of 28;000. Patient's chief complaint was weakness. Admitting nurse noted his abdomen was distended and patient complained of abdomen cramping. Patient has been receiving treatment for c-diff for the past two years. Fms placed due to diarrhea. On the nex day, patient had an abdomen x-ray which showed free air. On the following day, patient had a surgical consult and kub which showed gas suggesting possible mild ileus. On the next day, patient went to surgery for prostatectomy with biopsy of rectal mucosa; exploratory lap with diverting end sigmoid colostomy; jp drain placement; debridement of post anal perirectal tissue and drain placement x 2. Surgical summary states there appeared to be a perforation just above sphincter complex and 1 cm tear at rectum at anal verge with an opening in the skin. Surgicel note also states ischemic necrotic tissue left and right ischiorectal spaces and posterior anal space. Patient is currently receiving treatment on the medical surgical floor. Treatment includes wound care to perirectal wound.